Event description:
It was reported that the fabius gs had a ventilator failure during a case. They reportedly completed the case in manual mode. It was further reported that the leak test was not run prior to the case. There was no patient injury reported.

Manufacturer narrative:
As further reported, the on-site technician was not able to duplicate the reported issue. However, the log reportedly contained the m007 and v044 entry. Since neither further information nor the log or replaced parts were available for investigation, a case-specific evaluation is not possible; no reliable conclusion about the root cause for the event could be made. The reported v044 entry indicates that on the event date the membrane vacuum pressure, that is required to keep the ventilator diaphragm in place, was too low. It can be concluded that the fabius has reacted to the detected situation as specified- automatic ventilation was stopped and a corresponding alarm was posted. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. Additionally, the m007 entry was reportedly found indicating that a combination of a fresh gas deficit with an improperly opening auxiliary air intake valve has caused a ventilator failure. During downward movement of the piston, the device detected that a negative pressure has been built-up to a certain level which is an indication for a fresh gas deficit. Such fresh gas deficit can be caused by an unsuitable fresh gas setting and/ or leakages in the patient circuit. Since neither the log nor further information was available, a more detailed analysis regarding the root cause cannot be made. The fabius is designed to open an auxiliary air intake valve on top of the ventilator to compensate the fresh gas deficit with ambient air. According to the reportedly found log entry, the compensation did not happen as expected indicating that the movement of the auxiliary air intake valve was restricted. The negative pressure further increased and the fabius finally reacted as specified by temporarily stopping the piston movement and generating a ventilator failure alarm. In such case ventilation will resume automatically once the pressure is within the accepted range. Based on the found log entries, it had been recommended to check the upper diaphragm and check also the peep-pmax tubing for possible leakages. Unfortunately, however, there were no further updates received from the customer. Therefore, due to lack of information, the exact root cause could not be finally determined. Nevertheless, based on the description of event and reported entries logged, it can be concluded that the fabius behaved as specified upon the detected deviations and alarmed accordingly to alert the user.